Event description:
The customer reported that the system had a filament regulator failure error message during a procedure with patient involvement; therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during service call. The system was tested, found to be working as intended, and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.